Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and ¿granuloma in axilla".

Event description:
Patient reports capsular contracture and ¿granuloma in axilla" on the right side. Reported events of "long term health issues such all associated with breast implant illness including joint pain, ringing in ears, jaw pain tjm shoulder and neck pain, constant thirst, swollen tongue, depression/low mood inability to lose weight, dry eyes, food intolerances, gastritis, hiatus hernia, acid reflux¿, ¿depression¿, ¿fatigue¿, and ¿inflammation all over body¿ are not device related. This record relates to right side. Device remains implanted.